Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a reservoir that leaked into his insulin pump and thus exposed it to fluid. The customer's blood glucose level was 260 mg/dl at the time of the report. Standard troubleshooting was attempted but not completed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
No traces of moisture were noted at the electronics or motor assemblies per visual inspection. The insulin pump had a black shadow on the display due to a warped and uneven liquid crystal display board. No cosmetic damage was noted.